Event description:
It was reported that a cartridge alarm occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer addressed bg by administrating a correction bolus via pump. The customer successfully loaded a new cartridge and resumed insulin use following instructions from technical support.